Event description:
It was reported that burr detachment occurred. The target lesion was located in the moderately tortuous and moderately calcified lesion. A 1.50mm rotalink burr was selected for percutaneous coronary intervention (pci). After a successfully draw test outside the patient, the burr detached inside the vessel while being advanced toward the lesion. The detached burr was retrieved without difficulty and removed intact. The procedure was then completed successfully using a 1.50 mm rotapro device. There were no complications, and the patient made a full recovery. Previously it was reported that a 1.50mm rotalink burr was selected for pci. However, additional information has clarified that the device used was a 1.50 mm rotapro.

Manufacturer narrative:
D1: brand name, d4: catalog number, model number and unique identifier (UDI) # updated. D4: lot number added. E1: initial reporter phone: (B)(6). Device technical analysis: the device was not returned for analysis; therefore, a technical analysis could not be performed on the device. Device history review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review performed for the rotapro device confirmed that the event of 'burr detachment of device or device component' is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of adverse event related to procedure. The reported event indicated that after successful testing, the burr detached during advancement to the lesion. The device was not returned for analysis. A review of the device history record [DHR] indicates that the device was manufactured per specification. The instructions for use include testing of the device before usage within the body and state that use of the device is to be discontinued if evidence of a failure or damage is present. As the reported events do not indicate any device damages or failures during unpackaging, preparation, or testing, it was considered likely that the reported events occurred due to factors encountered during the procedure.

Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
It was reported that burr detachment occurred. The target lesion was located in the moderately tortuous and moderately calcified lesion. A 1.50mm rotalink burr was selected for percutaneous coronary intervention (pci). After a successfully draw test outside the patient, the burr detached inside the vessel while being advanced toward the lesion. The detached burr was retrieved without difficulty and removed intact. The procedure was then completed successfully using a 1.50 mm rotapro device. There were no complications, and the patient made a full recovery.